Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer observed that the high or low glucose alarms did not sound and experienced a loss of consciousness. Unspecified treatment was provided by a third-party; however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor, sensor plug was properly seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensors using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed damaged guide tab and sensor ear upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged guide tab or sensor ear. Therefore would not have caused the customers complaint. The sensor was activated with a known good reader to perform linearity test and the linearity test successfully activated high and low glucose alarms. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer observed that the high or low glucose alarms did not sound and experienced a loss of consciousness. Unspecified treatment was provided by a third-party; however, no additional details were provided. There was no report of death or permanent injury associated with this event.